Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported some areas of cornea during laser scanning of lasik flap (raster pattern) did not scan. Upon follow up, the company clinical applications specialist (cas) reported the flap was lifted and excimer treatment was performed a few days later and the outcome was good. Cas additionally indicated the doctor suspected the patient interface (pi) most likely lead to the reported issue.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with recommended energy setting. The treatment report shows an island located in the bed cut superior/ nasal from the center of the flap. The used flap parameter shows a thin intended flap of 110¿m. The combination of thin flap and water/ lacrimation might have caused the flap to become thinner than intended. Vertical gas breakthrough (vgb) is known to appear in thin cuts more often when compared to thick flaps. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowman's membrane and the patient interface (pi) and remain as a visible bubble. This area of vgb will leave a non-lift able tissue bridges. No technical root cause of device was detectable during review of the logfile. The root cause could be thinner flap setting by the user. Vgb and bubble could cause uncut area that result in build of a fluid layer which reducing the desired flap thickness additionally. The thin flap can cause difficulty lifting of the flap. The manufacturer internal reference number is: (B)(4).